Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the blade of the cutting balloon was lifted. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous forearm shunt. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon otw was selected to advance and treat the target lesion. After second dilatation the device was removed from the sheath. Severe resistance was encountered and the device could not be removed. Therefore, the device had to be advanced to the distal portion and a second sheath was needed to facilitate the removal of the device. The second sheath was inserted in an opposite direction from the first one. The device was then advanced into the second sheath. The balloon that came out from the hub of the second sheath was cut with forceps. There was no detachment noted; however, half of one of the blades was found to be lifted. The procedure was not completed due to this event. There were no reported patient complications and the patient's status is good.